Manufacturer narrative:
(B)(4). B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). Multiple events to the facility to obtain additional info have not been successful. The pump has software version 686g030102. (B)(4). The pump's operational log was reviewed. Since the occurrence is not provided by customer, and the volume and rate as stated in the complaint were also not in the log, the log review was performed from the last day of infusion activity occurred prior to the day customer initiated the complaint. That day is (B)(6) 2013. On (B)(6) 2013 at 12:13:03 am new vtbi (volume to be infused) was set of 100 ml, at the same time the infusion was started at the previous rate of 240 ml/h. The infusion was stopped at 12:24:53 am with 47.28 ml infused or 100% of expected volume. At 12:25:04 am new vtbi was set of 15 ml. At 12:25:06 the infusion was started at the previous rate of 240 ml/h. The infusion went on until the vtbi was completed and automatic turn over kvo at 12:28:51 am with 15 ml infused or 100% of expected volume. The infusion was stopped when the kvo was done 12:31:49 am. At 12:32:05 am the new vtbi was set of 50 ml. The pump sat idling until 12:36:00 the infusion was started at the same rate of 240 ml/h. The infusion was stopped at 12:42:06 am with 24.34 ml infused or 100% of expected volume. At 12:42:33 am the infusion was started, and stopped at 12:42:37 due to the upstream alarm was on, 0.27 ml infused. Per the user manual volumetric accuracy of (B)(4) is only guaranteed for intervals of (B)(4) at a rate of (B)(4). The alarm was confirmed at 12:42:58 am. At 12:43:06 am new rate was set of 570 ml/h and vtbi was set of 565.3 ml at almost the same time. At 12:43:16 am the infusion was started. The infusion went on until the vtbi was completed and automatic turn over kvo at 1:42:47 am. The 565.3 ml infused or 100% of expected volume. The infusion was stopped when the kvo was done at 1:44:13 am. At 1:44:24 am new rate was set of 630 ml/h. New vtbi was set of 2220 ml. At 1:44:33 am the infusion was started. The infusion went on unit the vtbi was completed and automatic turn over kvo at 2:05:30 am with 220 ml infused or 100% of expected volume. The infusion was stopped when the kvo was done at 2:07:23 am. The pump was not used for the rest of the day and was turned off at 2:10:30 am. Without the actual event date, further investigation was not possible. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR, if additional pertinent info becomes available, a f/u report will be submitted.

Event description:
(B)(4).